Event description:
It was reported that five days after implant of the stent graft, a clot at the distal end of the stent graft was identified. Nine days later, the patient underwent thrombectomy. During the thrombectomy procedure, it was identified that there was a 70% occlusion at the arterial anastomosis and the distal end of the flair stent graft presented a 67% stenosis. There was no injury to the patient and was reported to be doing well.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The device remains implanted therefore not available for evaluation. The event investigation is currently underway.